Manufacturer narrative:
Upon further review, it was determined that the reported event did not meet the criteria for MDR reporting under 21 cfr 803. Amulet 2 is currently part of an FDA-approved investigational device exemption (ide) trial and is not considered same or similar to the amplatzer amulet device. Due to design modifications, the FDA has requested additional pre-market clinical data to ensure these changes do not significantly impact the device¿s safety, effectiveness, or indications for use. As such, amulet 2 is not deemed as same/similar and does not meet the criteria for MDR reporting at this time.

Event description:
N/a.

Event description:
(B)(6) - veritas, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 25mm amplatzer amulet 2 was chosen for implant with a 14f amulet steerable delivery sheath. Prior to procedure, the patient's starting atrial rhythm was in sinus rhythm. During procedure, it was reported the patient experienced atrial fibrillation. The 25mm amplatzer amulet 2 was successfully deployed after meeting close criteria. Hemostasis was achieved with perclose suture. On (B)(6) 2025, the patient was administered amiodarone medication at discharge. It was noted the patient had past medical history of persistent atrial fibrillation that was treated with cardiac ablation at left atrial appendage isolation in (B)(6) 2020.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.